Event description:
According to the reporter: it was difficult to introduced the device to the patient, the device broke, pieces of plastic were noticed at the level of the sensor. The pieces were retrieved from the patient.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/30/2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).